Manufacturer narrative:
Additional manufacturer narrative: lot number - (B)(4). Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. A response letter was not requested.

Event description:
The following was reported to gore: the gore acuseal vascular graft, implanted (B)(6) 2016 for vascular access treatment, was clotting during hemodialysis on (B)(6) 2016.